Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 305916 batch#: 4033669. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: rcc received a complaint via email. Email(s) attached. During a depo administration, the full dose of the medication was unable to be dispensed due to blockage of the needle. The needle was removed, and a 2nd attempt was made to dispense the medication which also resulted in partial administration of the dose due to blockage. A third attempt was made which was successful, however, the patient had to be stuck 3 times. Lot #: 4033669

Manufacturer narrative:
(B)(4) - supplemental MDR - needle clogged/blocked. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.